Event description:
The pt reports undergoing cataract surgery in 2007, with implantation of the crystalens in the left eye. During surgery the capsular bag was inadvertently slightly nicked. Immediately postoperatively, the pt reports that the crystalens failed to provide accommodation and she requires glasses for near activities. One week postoperatively, the pt reports undergoing a yag capsulotomy for treatment of pco. (Note: device labeling instructs to wait 12 weeks before performing a yag capsulotomy). In the same month, pt was diagnosed with cystoid macular edema (cme) and was given a steroid injection. Two months later, pt was given an intravitreous steroid injection and cme was improving. One month later, the pt began experiencing occasional flashes of light and was later diagnosed with floaters and posterior vitreous detachment, macular pucker, and glaucoma. The glaucoma resolved after treatment with cosopt x 3 months. Nine months later, the pt underwent prk os for correction of residual astigmatism and refractive error. In 2008, the pt underwent a pars plana vitrectomy with retinal photocoagulation and avastin placement for removal of floater and prophylaxis of retinal detachment. At last examination six months later, the vision was deteriorating slightly os due to cme. Current vision is 20/30. Add'l info has been requested from the physician.

Manufacturer narrative:
Root cause: no info has been provided from the physician regarding root cause, however, the published literature identifies both yag capsulotomies and high myopia as predisposing factors for retinal detachments.